Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results of 54 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 143 mg/dl and 159 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/22/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 54 mg/dl. The customer¿s expected fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 143 mg/dl and 159 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/22/2019 and open vial date is march 2018. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 130 mg/dl date: 02/06/2018 time: 12:24 am fasting. Result 2 : 156 mg/dl date: 02/06/2018 time: 12:23 am fasting. Result 3 : 128 mg/dl date: 02/05/2018 time: 4:15 am fasting. Result 4 : 183 mg/dl date: 02/05/2018 time: 4:14 am fasting. Result 5 : 54 mg/dl date: 02/02/2018 time: 12:19 am fasting.

Manufacturer narrative:
Internal report # (B)(4). Sections with additional information as of 22-feb-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Customer returned expired test strips, unable to test. Manufacturer was unable to do a retention testing as product is expired. Most likely underlying root cause updated from "mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to mlc-012: product expired.